Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Device evaluated by MFR: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports a failure of the PICC catheter. Per additional information received on 09/19/22, a breakage and leaking occurred just below the butterfly where the catheter is joined. Chlorohexadine was used to clean the area prior to insertion, it was then secured with secureport IV adhesive & sorbavion dressing. The product was inserted on (B)(6) 2022 on the right upper extremity basilic and removed on (B)(6) 2022. The device was replaced with another 1.9fr PICC line. The patient is doing well.

Manufacturer narrative:
The reported lot number was invalid, therefore a manufacturing device history review (DHR) or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed to meet regulatory requirements prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, photographs or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation and confirm the reported condition. Based on current manufacturing process, no manufacturing or design issues were identified. As such, the root cause could not be determined based on the available information. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.